Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that a patient was born with an occipital encephalocele and underwent repair shortly after birth. According to the report, the patient developed a pseudomeningocele and underwent insertion of a right ventriculoperitoneal shunt for concerns of hydrocephalus. The pseudomeningocele persisted after dialing the shunt down to 0.5, raising concerns of a shunt malfunction. The patient underwent revision of the shunt, repair of the cerebrospinal fluid leak associated with the pseudomeningocele, and subsequent externalization for concerns of shunt infection with explanation of the shunt valve. Reportedly, initial concerns of the shunt malfunction may have been due to unsuccessful reprogramming of the shunt down to 0.5.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.